Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed. Preliminary testing confirmed the no telemetry condition. The exact cause of the confirmed no telemetry condition could not be confirmed. The hybrid was damaged during analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the previously working remote monitor was unable to establish telemetry with the heart device. Troubleshooting steps were taken to no avail. The patient was refered to the clinic for no telemetry. It was later reported that the patient went to the clinic for a device check and the company representative could not get telemetry between the implanted device and the programmer. It was recommended that the implanted device be replaced. No further patient complications have been reported as a result of this event.